Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that after intraocular lens (iol) implantation, the patient experienced blurry vision and glare. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was generalized dysphotopsia. According to the additional information received, the iol exchange was done with a non-company lens. The surgery was performed in left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Company lens was replaced with monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. The instructions for use (IFU) states that it is possible to experience very bothersome visual disturbances, significant enough that the patient could request explant of the intraocular lens (iol). Most patients implanted with the company iol are likely to experience significant loss of contrast sensitivity as compared to monofocal iol. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.